Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer¿s basal programming was unknown. Customer requested assistance with programming the insulin pump. Customer reported an attempt to program basal rates but confirmed basal rates did not save. The device will not be returned for analysis.